Event description:
Endurant stent grafts were implanted for the endovascular treatment of infrarenal aaa on unknown dates. The following adverse events were reported:myocardial infarction, chest pain, afib, increased ICU stay, renal failure, pulmonary edema, pneumonia, heart failure, femoral artery pseudoaneurysm, limb graft occlusion, encephalitis and reintervention. The mortality rate was 6% over a period of 6 months. There was no information to suggest any medtronic device failure caused or contributed to a death.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; short and intermediate outcome of endovascular aortic aneurysmal repair, a multicenteric study sayed et al, open access macedonian journal of medical sciences 2021 nov 17; 9(b):1494-1498. Https://doi.org/10.3889/oamjms.2021.7384. Exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.